Event description:
X-rays taken during a follow-up visit discovered a broken polyaxial screw located in the patient's sacrum (s2). The supplied images dated (B)(6) 2012, indicate the screw fractured approximately mid-way of the threaded shaft. Both sections remain implanted in the patient with no plan for revision. The zodiac spinal fixation system was originally implanted on (B)(6) 2012. No complications were reported at that time.

Manufacturer narrative:
No evaluation possible. The suspect device has not been removed from the patient nor has the identifying part and lot numbers been provided. The patient was reported to have a large/high body mass index (bmi) which suggests the possibility of overweight/obesity. The supplied instructions for use (ins-025) states; warnings: the physician/surgeon should consider the levels of implantation, patient weight, patient activity level and patient condition, which may impact on the performance of the system when using this device. Other significant risks to spinal surgery include alcohol abuse, obesity, and/or patients with poor bone, muscle and/or nerve quality. Contraindications: patients with infection, inflammation, fever, tumors, elevated white blood count, obesity, pregnancy, mental illness and other medical conditions, which would prohibit beneficial surgical outcome. The zodiac polyaxial spinal fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade titanium alloy (B)(4) or stainless steel. Implant rods are also available in commercially pure titanium (ti grade 4) and cobalt chrome (cocr). All hooks are intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion.